Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the device was removed during a secondary procedure. A trabeculectomy was performed. No device was implanted.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a glaucoma filtration device, the surgeon noted there didn't appear to be much if any flow through the device. The patient returned for a follow up visit and the surgeon reports some sort of "clear gelatinous material clogging the distal tip". A yag laser was performed. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. Customer reported "no flow, clogged tip, explanted". The DHR was reviewed and no abnormalities were found. The product was released in accordance with the release criteria. A sample was returned and investigated: -the sample was returned in a plastic container. Only the shunt was returned for investigation. -there were dirt residues on the shunt surface, no damages/scratches were observed. -the lumen has some dirt residues and was partially blocked. -after the cleaning the lumen was open. All products pass 100% final inspection prior to approval. If a blockage would be noticed, the product would have been rejected immediately. One additional complaint for the lot, however, it is not similar. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. However, the complaint of a clogged shunt can be confirmed. The manufacturer internal reference number is: (B)(4).